Event description:
PICC line placed by md. Placement confirmed. Attempted to remove guiidewire. Met some resistance. Md returned and removed guidewire. Guidewire shredded. Catheter removed by md. New PICC line placed.